Event description:
A peritoneal dialysis patients wife reported a tubing leak occurred after treatment. Two holes were observed in the tubing where the leak occurred. She also reported that the patient was able to feel two sharp edges on the pump where the blue tubing was kinking and leaked. The patient's effluent has remained clear and no prophylactic antibiotics were prescribed. The sample was returned for evaluation

Manufacturer narrative:
An actual tubing sample was received for analysis without the original packaging. During analysis of the sample the alleged failure was confirmed. Visual inspection found large cuts in the pump tubing, the cuts were transverse to the length of the tubing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.